Event description:
Post tavr, a stroke was confirmed via CT. At the time of this report, the patient¿s condition was improving. During the transapical tavr procedure, the guidewire was advanced and retracted in the aortic arch several times in an attempt to get it around the arch. The wire likely went up the inominate and/or carotid artery at some point in this process. After several catheter and wire exchanges, the sheath was inserted and bav was performed with contrast injection. The balloon was exchanged for the ascendra delivery system and the 29mm sapien xt valve positioned across the annulus. During valve deployment, the valve moved slightly ventricular, so the surgeon pushed it aortic. It then "popped" over a ridge of calcium and ended up too aortic. The valve was approximately 30% deployed at this point and could not be pulled more ventricular due to the heavily calcified leaflets. The valve was fully deployed and the procedure was concluded. The patient was transferred to the ICU in stable condition. As the patient awoke from anesthesia, he was noted to be aphasic and was thought to have had a stroke. CT scans were performed and plavix was administered. A stroke was confirmed. By the next day, the patient¿s condition had improved to left sided deficit and left sided facial drooping. The patient was able to communicate verbally. This patient had bulky calcification in the sinotubular junction (stj), moderate calcification in the native annulus and bulky native leaflet calcification.

Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the exact cause of the stroke is unknown. However, in addition to the procedure itself, multiple advances and manipulations of the wire during the procedure, as well as the bulky sinotubular junction (stj), and bulky leaflet calcification likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.